Event description:
Complaint - the casters do not hold. No alleged injury by account.

Manufacturer narrative:
Technician found the bed in bed shop. Found the casters do not hold and rachet as they are old and work. Replaced the brake and brake/steer casters to resolve this issue.